Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-62 - user had poor technique.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from results obtained of 147, 181 and 545 mg/dl non-fasting. The customer's expected fasting blood glucose test result range is 120 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 162 mg/dl and 147 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/21/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: the 161mg/dl (B)(6) 2017 04:12 pm fasting: no, the 147mg/dl (B)(6) 2017 04:11 pm fasting: no, the 181mg/dl (B)(6) 2017 04:08 pm fasting :no, the 545mg/dl (B)(6) 2017 04:06 pm fasting: no, the 185mg/dl (B)(6) 2017 11:00 pm fasting: no. Memory concerns: customer is concern with the results taken on (B)(6) 2017 customer calling concern with the meter giving erratic blood result. Customer run a back to back and got 147/181/545 mg/dl non fasting.